Event description:
It was reported the device was used during a subacromial decompression of the shoulder. It was reported the ceramic tip broke off inside the joint and was not retrieved. The case was completed with a second electrode.